Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge resection, the surgeon tried two staplers but both did not fire the reload that was loaded on the staplers. A third stapler was used to complete the case. No patient injury.